Manufacturer narrative:
Additional manufacturer narrative: paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus. The most common reason for pvl is inadequate debridement of a calcified annulus or attempted implant with improper valve seating. Pvl is not a result of device malfunction. There may be small pvls identified intra-operatively or post-operatively which do not require any intervention. Most cases of pvl noted intra-operatively are corrected with standard surgical techniques during the initial implant procedure and do not lead to serious injury or death. In this case, the patient required explant of the device after approximately five (5) months post implant. The device was not returned for evaluation at this time. Therefore the root cause of the pvl remains indeterminable. If new information becomes available or the device is returned for evaluation, a supplemental report will be submitted. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry that a patient underwent redo surgery to remove his 23mm aortic valve due to aortic prosthetic valve regurgitation and 28mm mitral ring due to mitral stenosis after implant duration of five months. The surgery performed included mitral valve replacement with a 31mm unknown bioprosthetic mitral valve, aortic valve replacement with a 25mm edwards bioprosthetic aortic valve, tricuspid valve replacement with a 33mm bioprosthetic valve, coronary artery bypass x1 using svg to om, and placement of epicardial pacemaker leads. Intraoperative, after placing the patient on bypass and the aorta cross-clamp, the aortic valve was examined. A prosthetic valve was identified with severe paravalvular leak without calcification. The valve was removed and the annulus measured to a 25mm bioprosthetic valve. Then the surgical team turned their attention to the mitral valve. The mitral valve was examined. The mitral valve was found to have a small ring and sclerotic leaflets. The ring was resected and the valve partially resected. The surgical team selected a 31mm biological prosthesis and was implanted without any difficulty. Examination of the ventricular cavity showed no obstruction of the outflow tract by the valve. Then the aortic 25mm valve was implanted without any difficulty. The aortic valve was checked and ventricular cavity was copiously irrigated. The aorta was closed. Then the surgical team turned their attention to right atrium. The pacemaker lead had destroyed the previously implanted unknown prosthetic tricuspid valve. The lead was removed and a 33mm vale was selected and implanted. The right atrium was closed. Then the patient was warmed and the cross-clamp removed and weaned from cardiopulmonary bypass without any difficulty. The patient was hemodynamically stable and was transferred to the intensive care unit in guarded condition.

Manufacturer narrative:
UDI number: (B)(4). Device evaluated by manufacturer: the clinical observation of regurgitation due to paravalvular leak (pvl) could not be confirmed through visual examination. X-ray demonstrated wireform intact. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 1 at the inflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspect. All three leaflets were stiff and translucent-like due to dehydration. Multiple cor-knots remained attached around the sewing ring. Additional manufacturer narrative: based on the product evaluation findings, a manufacturing non-conformance was not identified. The root cause is most likely operational context/surgical technique that contributed to this event. Technique related factors, such as incorrect valve sizing, have been shown to contribute to the development of pvl. Under sizing can lead to a gap between the annulus and sewing ring since the valve implanted is too small in relation to the annulus. The use of pledgeted sutures during aortic valve replacement was thought to decrease the incidence of pvl. However, recent studies have concluded that non-pledgeted suture techniques offer an equivalent alternative to the traditional use of pledgets during aortic valve replacement, with no increase in pvl rates. Of note, the bioprosthetic aortic valve went from 23mm to 25mm. The instructions for use (IFU) has been reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Perivalvular leak is listed as a complication in the IFU. Edwards will continue to review and monitor all events through the use of edwards quality systems. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No further corrective or preventative actions are required at this time.